Manufacturer narrative:
A ge svc rep performed an onsite investigation and performed filament calibration. The monitors, the keyboard, and the workstation power switch were replaced. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys displayed poor image quality when moved to the lateral position. No pt injury was reported.